Event description:
A malfunction was reported where the touchscreen became less responsive. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up, and no additional action was required, as no other information was provided.